Event description:
A report was received that the patient's ipg and the lead had high impedances. The physician replaced the ipg and the lead. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead with platnalock technology - 50cm.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and operational environment evaluation performed. The complaint of high impedance could not be duplicated. The ipg tested with the paddle lead. Impedance readings were within normal range. Device exhibits normal device characteristics. Device evaluation indicated that the paddle lead passed visual, electrical, mechanical and photographic tests performed. The complaint was not verified. Device exhibits normal device characteristics.

Event description:
A report was received that the patient's ipg and the lead had high impedances. The physician replaced the ipg and the lead. The patient is reportedly doing well.